Manufacturer narrative:
H3, h6: the reported 2.4x13.50mm flexible passing pin, used in treatment, has been returned for evaluation. Visual assessment of the device showed it is bent on multiple planes. The passing pin is scored in multiple locations along its length, the scoring is in a circular manner indicating the reported shedding likely took place during placement of the passing pin. It appears that the passing pin was abnormally bent during placement causing it to come in contact with the drill guide resulting in the reported shedding. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Based on the information provided the root cause of the reported issue is likely due to a user vs procedural event. The device was bent and the instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality which includes ¿prior to use, inspect the device to ensure it is not damaged. Excessive forces applied to the instrument can result in failure.

Event description:
It was reported that during an acl reconstruction, metal shavings came off in the joint when surgeon tried to measure the length of the bone hole using the flexible passing pin into the femur through the endo-femoral handled guide and measured the length of the bone hole. There is a possibility that the flexible passing pin was put in and out through the clancy flexible drill, guide several times when measuring the length for bone hole. All pieces were retrieved from the patient and procedure was completed without any patient complications and procedural delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.